Manufacturer narrative:
(B)(4). Concomitant products: unknown locking screw. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Zimmer biomet received an anonymized study report summarizing the data of the titanium universal locking system when used for long bones collected on a clinical study. It was reported that a patient had an uncertain wound infection, and the device was removed after union. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information and reassessment of the reported event, this device was determined to be not reportable. As the device is provided non-sterile and the healthcare facility is responsible for providing sterilization prior to the implantation, the reported event of infection would be considered hospital acquired infection, unrelated to the zimmer biomet device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information and reassessment of the reported event, this device was determined to be not reportable. As the device is provided non-sterile and the healthcare facility is responsible for providing sterilization prior to the implantation, the reported event of infection would be considered hospital acquired infection, unrelated to the zimmer biomet device. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00493501601 3.5 mm cortical screw self-tapping 16 mm length. 00236901235 3.5 mm locking screw 12 mm length x2. 00236901635 3.5 mm locking screw 16 mm length. 00236901835 3.5 mm locking screw 18 mm length x2.

Event description:
Zimmer biomet received an anonymized study report summarizing the data of the titanium universal locking system when used for long bones collected on a clinical study. It was reported that a patient had an uncertain wound infection, and the device was removed approximately 3 months post implantation. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information or product is available, we are unable to provide further information.